Event description:
This patient had bilateral breast augmentation in 1983. Early in 1986 she developed chest pain and insomnia. She also developed numbness in both lower legs. She has also developed a sensitivity to the sun. She has dry eyes requiring the use of artificial tears. She has arthralgia of the shoulders, ellbows, hips and ankle regions. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Although there was a tear in the right implant it was thought it might have happened during the surgical procedure. The left implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.